Manufacturer narrative:
Visual inspectons & results: bullet tip condition, desufflation lever condition, obturator condition, outer gasket condition, sleeve condition, trocar condition; conforming. Inner gasket condition; not conforming. Reset button condition; unarmed. Stopcock condition; opened. Functional tests & results: does safety shield retract, flapper door functional, and lockout functional; conforming. Analysis conclusion: based on the visual examination it was confirmed that the inner gasket was dislodged from its original position. No conclusion could be reached as to how the inner gasket became dislodged.

Event description:
During a laparascopic cholecystectomy the "o" ring fell out of the trocar into the patient. The ring was retrieved with a grasper and the case was completed. There was no consequence to the patient.